Event description:
During a vein harvesting procedure, the device caused a small burn next to the incision site.

Manufacturer narrative:
Sorin group USA received a report that, during the procedure, the bipolar device caused a small burn next to the incision site. Further communication with the clinical specialist indicated that the pt incurred a skin burn from the device as a result of it contacting the pt's skin, while the clinician's foot was on the pedal. The unit was returned to sorin group USA where it was decontaminated prior to visual inspection and performance testing. No visible defects were found during visual inspection. Performance testing found that the thumb levers were hard to move due to blood being dried in the jaw area but the device was electrically sound and otherwise functioned as intended. No defects were found. The report stated that the burn occurred next to the incision site. The instructions for use state, "as with any electrosurgical device, during or after extended activation, the jaws of the device may be at a temperature which could result in thermal energy damage to non-targeted tissue. Avoid inadvertent contact with users or with non-targeted tissue, surgical drapes, or with other flammable material." And "the precision bipolar should only be energized when in contact with target tissue where cutting and/or coagulation is desired." The clinician reported that the bipolar device caused a burn. This medwatch report is being filed as a result of this issue.